Event description:
Upon reassessment of the reported event, it has been determined that the device sterility has not been compromised. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it has been determined that the device sterility has not been compromised. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an inspection of the circulated items in stock, the inner pouch was found to be torn. There was no patient involvement. It was reported that no additional information is available.